Event description:
It was reported that during inspection of the device by the customer, the front panel leds are out for motor speed control and there was not enough drive. There was no case involvement and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.